Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed a crease in anterior and posterior view. Leak testing was performed and it revealed a tear within a crease in the posterior aspect measuring approximately less than 0.1 cm. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time because of the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Information received on 7/11/2019, indicated the device identification on the initial submissions reported by the reporter to mentor was incorrect, the correct lot number for the suspect device is 5564734, and catalog number is 3501640. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. No information on concomitant product. On 7/17/2019,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 7/1/2019, indicated that the patient underwent bilateral removal and replacement with catalog number smpx295, serial number (B)(4) and (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture concomitant medical products: left-mentor memorygel 450cc silicone breast implant, cat#: 3504501bc sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel 450cc silicone breast implants which the right side ruptured after implantation. Doctor performed physical exam on (B)(6) 2019 & confirmed a right side rupture. As a result patient had the device removed on (B)(6) 2019.